Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of more than 441 mg/dl. The customer treated with the insulin pump but the blood glucose levels continued to rise. Troubleshooting was done. The customer reported a no delivery alarm from the insulin pump that was resolved by a complete infusion set change. No additional information was provided.